Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. After pre-dilatation was performed with a 2.5 x 15 non-bsc balloon catheter, a 3.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the proximal part of the left circumflex artery and the distal part of the stent struts became lifted while attempting to advance. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.